Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned and the failure mode was not confirmed. Visual inspection : no physical damages seen on the unit. Functional inspection : the pump booted up. The critical error log was also reviewed and there were no errors experienced by the customer. An inflow cassette tube set was inserted into the pump and connected with a crossfire console using a firewire cable. The crossfire had a footswitch and shaver connected. The crossflow tube set were connected to a water source and joint test fixture that included a pressure sensor transducer. The unit was then run using the customer's user setting cuxhaven (dynamic medium) and helioscuxhaven2904 (dynamic high). No issues observed during testing. An inflow/outflow cassette tube sets was also used. The crossfire had a footswitch, shaver, and rf probe connected. The crossflow tube sets were connected to a water source and joint test fixture that included a pressure sensor transducer. The unit was then run with a set pressure of 50mm hg, 80mm hg and 120mm hg with suction percentages of 30%, 20% and 10% respectively per pressure setting. For each pressure setting, pressure was applied to the joint test fixture membrane and a shaver and rf probe were activated. The testing confirmed that the pump was able to recover and then maintain the set pressures within +/- 15mm hg during membrane depressions and handpiece activations. No issues observed during testing. Manual pressure check was also performed and passed. The customer complaint was not duplicated, no problem found. The probable root causes could be (1) user profile settings (2) kinked outflow tubeset (3) issue with the scope user was using the product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It is reported that during a knee arthroscopy by a turned bleeds end cruciate ligament, was consistently poor visibility. The fluid was cloudy and could not be improved despite triggering the wash- and clear function. In addition, while a vacuum function could be triggered, this has shown no visible success. At the beginning of the op in cuxhaven profile knees capsule of the patient is expanded by one-time triggering of wash function. This expansion could be removed expressed manually by the surgeon.

Event description:
It is reported that during a knee arthroscopy by a turned bleeds end cruciate ligament, was consistently poor visibility. The fluid was cloudy and could not be improved despite triggering the wash- and clear function. In addition, while a vacuum function could be triggered, this has shown no visible success. At the beginning of the op in cuxhaven profile knees capsule of the patient is expanded by one-time triggering of wash function. This expansion could be removed expressed manually by the surgeon.

Manufacturer narrative:
The product was returned and the failure mode was not confirmed. Visual inspection : no physical damages seen on the unit functional inspection : the pump booted up. The critical error log was also reviewed and there were no errors experienced by the customer. An inflow cassette tube set was inserted into the pump and connected with a crossfire console using a firewire cable. The crossfire had a footswitch and shaver connected. The crossflow tube set were connected to a water source and joint test fixture that included a pressure sensor transducer. The unit was then run using the customer's user setting cuxhaven (dynamic medium) and helioscuxhaven2904 (dynamic high). No issues observed during testing. An inflow/outflow cassette tube sets was also used. The crossfire had a footswitch, shaver, and rf probe connected. The crossflow tube sets were connected to a water source and joint test fixture that included a pressure sensor transducer. The unit was then run with a set pressure of 50mm hg, 80mm hg and 120mm hg with suction percentages of 30%, 20% and 10% respectively per pressure setting. For each pressure setting, pressure was applied to the joint test fixture membrane and a shaver and rf probe were activated. The testing confirmed that the pump was able to recover and then maintain the set pressures within +/- 15mm hg during membrane depressions and handpiece activations. No issues observed during testing. Manual pressure check was also performed and passed. The customer complaint was not duplicated, no problem found. The probable root causes could be (1) user profile settings (2) kinked outflow tubeset (3) issue with the scope user was using the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It is reported that during a knee arthroscopy by a turned bleeds end cruciate ligament, was consistently poor visibility. The fluid was cloudy and could not be improved despite triggering the wash- and clear function. In addition, while a vacuum function could be triggered, this has shown no visible success. At the beginning of the op in cuxhaven profile knees capsule of the patient is expanded by one-time triggering of wash function. This expansion could be removed expressed manually by the surgeon.